Manufacturer narrative:
Device evaluation: one fast-fix 360 curved ndl delivery sys was returned for evaluation of the reported complaint mode, ¿during deployment of the first implant the second one deployed also¿. The anchors and suture were not returned. The insertion device was tested and actuated as designed. The reported complaint could not be replicated without suture or anchors. Smith & nephew has initiated a corrective action to investigate deployment issues with fast-fix 360. (B)(4).

Event description:
During a meniscal repair utilizing the fast-fix 360 curved ndl delivery sys, it was reported that during deployment of the first implant the second one deployed prematurely. The surgeon removed the broken suture leaving both t¿s in the patient unsupported. Another fast-fix was used successfully to complete the procedure. There were no reported patient injuries or complications.